Manufacturer narrative:
Batch review performed on 28 may 2026 lot. 2405545: (B)(4) items manufactured and released on 12-apr-2024. Expiration date: 2029-03-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause: the surgeon revised liner and performed a lateral release of the patella, which is a common practice to restore the joint mobility. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
At about 10 months after the primary, the patient came in presenting anterior knee pain and stiffness. The surgeon revised the patient`s natural patella and revised the flex 3r - 11mm insert to a flex 3r - 10mm to address the stiffness. The surgery was completed successfully.